Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range impedance measurements. This patient experienced muscle stimulation. An xray will be performed to confirmed lead integrity. Boston scientific technical services (ts) suggested reprogramming options. The lead was capped and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range impedance measurements. This patient experienced muscle stimulation. An xray will be performed to confirmed lead integrity. Boston scientific technical services (ts) suggested reprogramming options. The lead remains in service. No adverse patient effects were reported.